Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, only the distal portion of the lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to another device or feature of the heart at the distal region of the lead. The cause of the reported event was due to the abrasion caused by friction to another device or feature of the heart.

Event description:
Related manufacturer report number: 2017865-2023-13856. It was reported that the the right atrial (ra) lead exhibited noise and oversensing. Other lead testing was normal. The patient was scheduled for a routine procedure to change out their generator and a decision was made to explant the atrial lead. During the procedure, upon opening the pocket, an insulation anomaly was observed on the right ventricular (rv) lead. The ra and rv lead were explanted and replaced. The patient was stable.